Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions. UDI: (B)(4).

Manufacturer narrative:
The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 4 of 4 mdrs filed for the same patient (reference 0001825034-2016-03988 & 04005 & 04009 & 04012).

Event description:
It was reported the patient was enrolled in a clinical study and underwent a left revision procedure due to dislocation approximately five months post-implantation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient was enrolled in a clinical study and experienced pain and a clunking feeling caused by dislocation. Patient underwent a left revision procedure approximately five months post-implantation.